Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial medwatch report 9614546-2020-00309 section h10 we stated device evaluation: the product was returned to the manufacturing site for evaluation. The reported issue could not be verified. A product quality deficiency could not be determined. However, upon further review it was noticed that more information is available for device evaluation: on august 10, 2020 the complaint lens was received in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. The reported issue could not be verified. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified.

Event description:
Initially, the customer reported that post-implant of the intraocular lens (iol) in the patient's left eye, there was refractive surprise. The doctor planned on explanting the iol. Further information was received. The customer explained that the patient was experiencing blurry vision at both distance and near. Post-op manifest refraction (po mrx) + 0.75 sph (sphere). Pre-op hand motion (hm) @ face. Visual acuity postop 20/40 -1. On (B)(6) 2020, the customer confirmed that the iol was explanted (B)(6) 2020. The replacement lens is a different model za9003, and higher diopter 21.0. At explant there was no incision enlargement, no sutures and no vitrectomy required. Reportedly, the patient is doing ok post-exchange and is very happy. No further information was provided.